Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported another blade was readily available to complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Lot number info has been provided to permit further investigation. The root cause is multi factorial.